Event description:
Burn blister in neck [burns second degree] , . Case narrative:this is a spontaneous report from a contactable other hcp reporting on behalf of herself. This female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder and wrist) (device lot number not reported) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported she used a neck heatwrap from the morning to the evening and experienced burn blisters in neck. Action taken with the suspect product was unknown. Clinical outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
[Preferred term] burn blisters in neck/2 burn wounds/2 burn blasters in the neck area, filled, about 2 euro coins sized, quite painful [burns second degree] , 2 burn wounds [wound]. Case narrative: this is a spontaneous report from a contactable other hcp reporting on behalf of herself. This 32-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number not reported) transdermal on (B)(6) 2018 at 1 patch once a day for neck pain. The patient's medical history was not reported. There were no concomitant medications. The patient previously used thermacare heatwrap (thermacare neck, shoulder & wrist) and was tolerated. On (B)(6) 2018, the patient reported she used a neck heatwrap from the morning to the evening and experienced burn blisters in neck. The patient experienced 2 burn wounds on (B)(6) 2018. 2 burn blasters in the neck area, filled, about 2 euro coins sized, quite painful. Surgical invention was not necessary. Treatment was with disinfection and wound gel. Possible the patient will experience longterm damage as the wound healing was still ongoing. Action taken with the suspect product was unknown. Clinical outcome of the events was recovering. Additional information has been requested and will be provided as it becomes available. Follow-up (26sep2018): new information received from a contactable other hcp included: patient age, suspect product details (including route of administration, start date, frequency and indication), no concomitant medication, event details (including event onset date, new event 2 burn wounds, treatment and event outcome). Company clinical evaluation comment: based on the information provided, the event of burns second degree, burn wounds as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree, burn wounds as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event [preferred term] burn blisters in neck/2 burn wounds/2 burn blasters in the neck area, filled, about 2 euro coins sized, quite painful [burns second degree] , 2 burn wounds [wound] , . Case narrative:this is a spontaneous report from a contactable other hcp reporting on behalf of herself. This 32-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number not reported) transdermal on (B)(6) 2018 at 1 patch once a day for neck pain. The patient's medical history was not reported. There were no concomitant medications. The patient previously used thermacare heatwrap (thermacare neck, shoulder & wrist) and was tolerated. On (B)(6) 2018, the patient reported she used a neck heatwrap from the morning to the evening and experienced burn blisters in neck. The patient experienced 2 burn wounds on (B)(6) 2018. 2 burn blasters in the neck area, filled, about 2 euro coins sized, quite painful. Surgical invention was not necessary. Treatment was with disinfection and wound gel. Possible the patient will experience longterm damage as the wound healing was still ongoing. As of follow-up, the same hcp stated that the burn wounds has resolved but still visible. No relevant tests performed. She considered there was no causal relationship between the events and thermacare. She did not know lot number and expiration date of the used thermacare. Action taken with the suspect product was unknown. Clinical outcome of the event "burn blisters" was recovering and for event "2 burn wounds" was resolved with sequel in (B)(6). Additional information has been requested and will be provided as it becomes available. Follow-up (on (B)(6) 2018): new information received from a contactable other hcp included: patient age, suspect product details (including route of administration, start date, frequency and indication), no concomitant medication, event details (including event onset date, new event 2 burn wounds, treatment and event outcome). Follow-up (on (B)(6) 2018): new information received from the same hcp includes: causality assessment and event outcome. This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Company clinical evaluation comment: based on the information provided, the event of burns second degree, burn wounds as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of burns second degree, burn wounds as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Site sample status: not received. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. Burn blisters in neck/2 burn wounds/2 burn blasters in the neck area, filled, about 2 euro coins sized, quite painful [burns second degree], 2 burn wounds [wound]. Narrative: this is a spontaneous report from a contactable other hcp reporting on behalf of herself. This 32-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number not reported) transdermal on (B)(6) 2018 at 1 patch once a day for neck pain. The patient's medical history was not reported. There were no concomitant medications. The patient previously used thermacare heatwrap (thermacare neck, shoulder & wrist) and was tolerated. On (B)(6) 2018, the patient reported she used a neck heatwrap from the morning to the evening and experienced burn blisters in neck. The patient experienced 2 burn wounds on (B)(6) 2018. 2 burn blasters in the neck area, filled, about 2 euro coins sized, quite painful. Surgical invention was not necessary. Treatment was with disinfection and wound gel. Possible the patient will experience long term damage as the wound healing was still ongoing. As of follow-up, the same hcp stated that the burn wounds has resolved but still visible. No relevant tests performed. She considered there was no causal relationship between the events and thermacare. She did not know lot number and expiration date of the used thermacare. Action taken with the suspect product was unknown. Clinical outcome of the event "burn blisters" was recovering and for event "2 burn wounds" was resolved with sequel in 2018. According to product quality group: site sample status: not received. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (26sep2018): new information received from a contactable other hcp included: patient age, suspect product details (including route of administration, start date, frequency and indication), no concomitant medication, event details (including event onset date, new event 2 burn wounds, treatment and event outcome). Follow-up (05nov2018): new information received from the same hcp includes: causality assessment and event outcome. Follow-up (21may2020): new information received from product quality complaint group includes investigation results. Comment: based on the information provided, the event of burns second degree, burn wounds as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.